Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. Replaced the safety disk. The helium regulator on the fill assembly could not be calibrated and it was replaced. Performed all the functional and safety checks to meet factory specifications. The pump was returned to the customer. The replaced parts are being requested to be returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The company representative reported that during a preventive maintenance on the iabp, observed that the iabp helium regulator on the fill assembly could not be calibrated. No patient was involved.